Event description:
A doctor's office alleged that voids and open margins appeared on x-rays after placement of the herculite xrv composite for two (2) patients. This is the second of two (2) reports.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the voids, he could not verify which lot was used the patient; therefore no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4951195 and 5005137. The doctor cut out the composite for tooth #3 and refilled the prep using a different product, without further incident. To date, the patient is doing fine. The products alleged in this incident were not returned; therefore, a void test was performed on the retain samples for lot numbers 4951195 and 5005137, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regards to these lots.